Manufacturer narrative:
Method: a review of the manufacturing records for the device is being conducted.

Event description:
On (B)(6), 2010, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. Final angiography showed good results with no evidence of endoleak, although poor apposition to the aortic wall was noted. The pt's one month f/u showed good results. On an unk date, the pt's computed tomography (CT) scan demonstrated a proximal endoleak. On (B)(6), 2011, the pt underwent a reintervention and a cook cuff was placed. The endoleak resolved, the pt tolerated the procedure and was discharged. It was reported that the pt's anatomy may have attributed to the poor wall apposition.